Event description:
Reportedly, after 5 years of implantation, the device could not be interrogated and was operating in vvi mode (70min-1). The device was replaced and will be returned for analysis. Physician was concerned by a short longevity.

Manufacturer narrative:
Preliminary analysis of the returned device confirmed it operated as specified.

Event description:
Reportedly, after 5 years of implantation, the device could not be interrogated and was operating in vvi mode (70min-1). The device was replaced and will be returned for analysis. Physician was concerned by a short longevity.

Event description:
Reportedly, after 5 years of implantation, the device could not be interrogated and was operating in vvi mode (70min-1). The device was replaced and will be returned for analysis. Physician was concerned by a short longevity.